Manufacturer narrative:
Upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-102145. Please disregard this report and refer to MFR. Report number 2016493-2025-103353.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.